Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 12-sep-2016. This spontaneous case was reported by a consumer and describes the occurrence of haemorrhage ("haemorrhages") and pelvic pain ("pelvic pains") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headache"), arthralgia ("joints pain") and fatigue ("chronic tiredness"). The patient was treated with levonorgestrel (mirena), surgery (essure removed) and surgery (essure removed). Essure (ess205) was removed. At the time of the report, the haemorrhage, pelvic pain, alopecia, headache, arthralgia and fatigue was resolving. The reporter considered alopecia, arthralgia, fatigue, haemorrhage, headache and pelvic pain to be related to essure (ess205). The reporter commented: since the essure implantation, she has had a lot of symptoms. She has already consulted her physician. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred terms: haemorrhage-analysis in the global safety database revealed 3 cases. Pelvic pain- analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc (additional internal information: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced haemorrhages (seen as genital bleeding) and pelvic pains. Essure was removed and the events have been improving. These events are listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. In this case, she experienced these events since essure insertion. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts, no further information has been obtained.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 12-sep-2016 who had essure (ess205) (fallopian tube occlusion insert) placed in 2005. Information received from consumer states that since the essure implantation, she has had a lot of symptoms. According to her, she experienced haemorrhages, pelvic pains, hair loss, headache, joints pain, and chronic tiredness. All the events were considered as related by consumer. Mirena was then prescribed for haemorrhages as no treatment was working. On unspecified date, essure was removed and, since then, the events have been improving. She has already consulted her physician. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced haemorrhages (seen as genital bleeding) and pelvic pains. Essure was removed and the events have been improving. These events are listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. In this case, she experienced these events since essure insertion. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.